Manufacturer narrative:
(B)(4). For 2 events the investigation could not identify a product problem. The cause of the events could not be determined. For 1 event the investigation determined that a reagent and application issue can be excluded based on the acceptable calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event the investigation is to be determined. No follow up/corrective actions were provided for the 4 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events. Erroneous non-reproducible results were generated by the cobas 4000 c (311) stand alone system. The events involved a total of 4 patients with the following: one erroneous result for lipc lipase colorimetric assay, two erroneous results for crej2 creatinine jaffé gen.2, one erroneous result for iron2 iron gen.2. One of the patient's age was (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There was one male. The other patients' genders were requested but were not provided. The patients' race were requested but were not provided. The patients' ethnicity were requested but were not provided.

Manufacturer narrative:
For the remaining event, the investigation did not identify a product problem. The cause of the event could not be determined. Precision studies were performed.